Event description:
It was reported that there was a communication/telemetry failure with the right chest implantable neurostimulator. The patient had undergone cardioversion on (B)(6), 2024. During a subsequent attempt to interrogate the patient's devices, it was found that the left device was functioning normally, but there was an inability to communicate with the right implantable neurostimulator using the tablet. The patient's dystonia symptoms were reported as good. The healthcare provider was advised to attempt troubleshooting by using another tablet to interrogate the right device, using the patient's external equipment, and performing a neurostimulator reset if successful. It was suggested that if troubleshooting was unsuccessful, a replacement of the implantable neurostimulator might be necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown the energy used during the procedure, where the paddles were located, if the patient had any previous cardioversions, or what model was used during the procedure. The hcp was told the patient turned stimulation off prior to the procedure. The plan was replace the neurostimulator but it was unknown when this was going to take place or if it was going to take place for sure.